Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) checked the system on site and confirmed the reported problem. After reviewing log, it confirmed that malfunction. Upon troubleshooting showed the ups output parameters were incorrect. To resolve the problem, fse reset the rcd connections, restoring input, powered on the system, and performed functionality checks. After reset the rcd connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had shut down on its own, which can impact the system from booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.